Event description:
Per maude adverse event report number mw5188839: it was reported that the zephr reflux probe malfunctioned and could not download the study. There were no patient complications reported, and it was confirmed by further follow up to the reporter that there was no patient harm. The study is downloaded after patient interaction, and the patient is no longer involved. Diversatek healthcare acknowledges receipt of the FDA medwatch report referenced above. Upon receipt, the report was evaluated in accordance with our internal procedures and 21 cfr part 803.

Manufacturer narrative:
The user facility report stated: probe malfunctioned and could not download study. It was reported that the zephr reflux probe malfunctioned and could not download the study. There were no patient complications reported, and it was confirmed by further follow up to the reporter that there was no patient harm. The study is downloaded after patient interaction, and the patient is no longer involved. The above facility did not reach out to diversatek healthcare prior to filing a medwatch report with the FDA. However, if the reporter had reached out diversatek healthcare would not have reproted this incident to the FDA becasue the malfunction reported by the user facility did not meet the criteria for mandatory reporting. The study is downloaded after patient interaction, and the patient is no longer involved. A patient was not involved in this event. Therefore, it is unknown why this was reported as it does not meet the threshold for a reportable event. Additionally, if the disposable zephr probe were to fail during a reflux study, it would pose no safety risk to the patient.. Based on a review of trending reports and the information available, the device does not pose a safety risk even if the download could not be performed. Diversatek healthcare has determined that there are no new safety or efficacy issues as a result of this event and therefore, no further action will be taken.